Event description:
It was reported that, during testing, the unit alarmed cassette not attached. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a defective downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed ¿cassette not attached properly." Functional testing was performed. A defective downstream occlusion (dso) sensor was identified. The dso sensor was replaced to address this issue. The device passed all testing after repairs.